Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial portion of the lead was returned to the manufacturer in segments. Analysis indicated middle insulation breached with metal ion oxidiation (mio). The distal conductor was streteched, the outer insulation was breached mio and blood/body fluid was noted throughout the conductors.

Event description:
It was reported that there had been 9657 short interval counts (sic) since (B)(6) 2010. There were also 555 non-sustained tachyarrhythmia episodes. Further information reported high impedance, apparent lead fracture, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.